Event description:
Related manufacturer reference numbers: 2017865-2022-12054, related manufacturer reference numbers: 2017865-2022-12055. Upon product receipt, it was noted that the patient had deceased. It is unknown whether the death was device related. The cause of death was cardiac arrest. No additional information was reported.

Manufacturer narrative:
The device above elective replacement indicator (eri) was returned in one piece for analysis. Sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance testing were normal with no anomalies found.